Event description:
It was reported to philips that there was a problem with the geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned (non-emergency) procedure was performed when the issue happened, and procedure was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed geometry does not respond. Upon troubleshooting, fse found an intermittent issue. To resolve the problem, fse replaced the geometry interface board, but still issue present. Fse reinstall software in one of the arch controllers and calibrate geometry movements. After repairs completed, system returned to good working condition. The codes were updated based on the investigation outcome.